Event description:
It was reported that nurses were facing difficulty in with the syringe modules recognizing the smaller 1ml and 3ml syringes. Nurses were provided with a review on correct loading, ensuring the labels are not wrapped around the syringe. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses were facing difficulty in with the syringe modules recognizing the smaller 1ml and 3ml syringes. Nurses were provided with a review on correct loading, ensuring the labels are not wrapped around the syringe. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an syringe modules recognition issue was not determined because no products or device logs were returned.